Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Initial reporter occupation: lawyer. (B)(4).

Event description:
Asr revision. Litigation records received. Litigation records alleges injury, economic loss, emotional distress, loss of service, metallosis, pain and excessive levels of chromium and cobalt. Doi: (B)(6) 2008. Dor: (B)(6) 2018; left hip.